Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a craniotomy on (B)(6) 2013, a part of the cutting burr broke and fell down in the cranium. The doctor closed the remaining piece in the patient. The operation staff found the drill bit of a fluted twist drill was broken after the craniotomy. The residue of the broken drill bit in the skull was identified by CT imaging. The metal composition of the drill bit was identified. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.